Event description:
The customer initially reported that their device had a calibration error and was not passing the self test. After an evaluation by physio-control, it was observed that the device did not have the ability to view a patient's ECG rhythm through the paddles lead. This would prohibit the device from having the ability to deliver defibrillation energy through the AED function. The device also had its service indicator illuminated and had an event code logged. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.